Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device compared to unspecified glucose reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. The customer did not experience any symptoms and self-treated with insulin (type/dose unspecified). However, after taking the insulin, the customer then felt that they were going to pass out so they drank a coke. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 401 mg/dl on the adc device compared to a glucose reading of 139 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. However, it is unknown when these readings were obtained in relation to the reported medical event.